Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed evidence of power on resets. The pump powers on with vibratory and auditory sounds. The returned battery cap and battery compartment contain no damage. The battery cap was able to fully attach to the pump with no issues; the yellow o-ring was not visible. The pump was exercised for a 24 hour duration period with the returned battery cap; no power interruptions or alarms were duplicated during testing. The pump cover was removed and no evidence of moisture or evidence of damage to the battery flex or power circuit was found.

Event description:
On (B)(6 ) 2012, the reporter contacted animas to report the pump would not power on. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.